Event description:
It has been reported to philips that the wired footswitch was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. Review of the log file didn't confirm the reported malfunction. The fse performed the functional analysis and found that the biplane footswitch was intermittently not functioning. The fse conducted an input control test and confirmed the reported issue. The fse found stains in the joints between the pedal and switch interface. The fse also requested the customer to clean the affected area. The fse then replaced the wired footswitch to resolve the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additional investigation concluded that the complaint is not related to the prior occurrence which led to serious injury ((B)(4)), as the complaint has been reported on a wired footswitch. According to the investigation results, philips has concluded that this complaint is not reportable. The codes were updated based on the investigation outcome.